Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, a non-sustained right ventricular oversensing alert was seen due to loss of capture and noise on the right ventricular lead. The suspected cause was a compromised conductor. No changes or intervention were performed. The patient was asymptomatic and in stable condition.